Manufacturer narrative:
Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 20mm distal of the proximal markerband. The rated burst pressure for this device as per specification is 14 atmospheres. A visual and tactile examination found the shaft of the device to be separated at the guidewire port. The shaft was also found to be severely kinked at several locations. A visual and tactile examination found both markerbands to be undamaged and in the correct position on the shaft. A visual examination found no issues with the tip of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 26may2025. It was reported that balloon kinked occurred. A 4.0 x 200mm, 150cm ranger? Drug-coated balloon was advanced for dilation. During the procedure, the physician used two access sites to the target location. However, during advancing, it was noted that the balloon became kinked. The procedure was then completed using an alternate method. There were no patient complications as a result of this event. However, device analysis revealed a partial balloon circumferential tear located approximately 20mm distal of the proximal markerband.